Manufacturer narrative:
The device was returned and evaluated as part of the asset return process, and a printed circuit board failure was found; there was no signal coming from either serial digital interface (sdi) due to the issue, thus the board would be replaced. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The visera elite ii video system center was returned as part of the asset return process. During routine inspection of the device by olympus, a printed circuit board failure was found; there was no signal coming from either serial digital interface (sdi) due to the issue, thus the board would be replaced. There was no patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that there was no signal output from either serial digital interface (sdi) output due to faulty printed circuit board. The cause of the faulty printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.